Event description:
Customer discovered while performing pre-use checks, the ventilator inspiratory pull magnet was sticking intermittently. The biomed replaced the defective pull magnet, calibrated and performed functional checks. Ventilator passed all test and performed to all manufacturers specifications. Ventialtor was returned back to service.